Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00314. It was reported one of the patient's leads showed high impedance on several contacts. In turn, the patient underwent surgical intervention. During the procedure, the doctor attempted to troubleshoot the issue by disconnecting and reconnecting the lead but was unsuccessful. As a result, the doctor decided to explant and replace both of the patient's leads. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Patient's weight was inadvertently omitted from the initial report.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2018-00314.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00314.